Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5, h6: device codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for malposition was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of IFU/training materials revealed no deficiencies. As reported, 'during the initial deployment of a sapien 3 ultra resilia (s3ur) 23 mm valve, the team proceeded with valve alignment and deployment steps. However, the pusher was not pulled back, resulting in low positioning of the valve. A cine angiogram revealed wide open aortic insufficiency (ai). In response, the team implanted a second 23mm s3ur valve in the originally planned position and also performed an aortic valve replacement (avr)' no product deficiencies were alleged by the initial reporter. The event was attributed to use error, which led to the outcome of valve malposition and subsequent ai.' Per the instructions for use (IFU), valve malposition is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. In this case, it was reported that the user did not retract the flex catheter prior to valve deployment. If the flex catheter is not retracted off the inflation balloon, this may prevent the balloon from fully inflating during thv deployment, leading to the thv to be inaccurately positioned. It is likely that the failure to retract the flex catheter by the user in this case resulted in the thv being deployed too low as reported and as observed in the imagery review. As such, available information suggests that user error (failure to retract flex tip prior to valve deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the valve was implanted too low, which caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, a 70-year-old female underwent a left transfemoral access for aortic valve implantation. This was a transcatheter heart valve (thv) in thv procedure, involving the placement of a second valve within a previously implanted thv. During the initial deployment of a sapien 3 ultra resilia (s3ur) 23 mm valve, the team proceeded with valve alignment and deployment steps. However, the pusher was not pulled back, resulting in low positioning of the valve. A cine angiogram revealed wide open aortic insufficiency (ai). In response, the team implanted a second 23mm s3ur valve in the originally planned position and also performed an aortic valve replacement (avr). The valve was successfully implanted, and the patient was reported to be in stable condition at the end of the procedure. No product deficiencies were alleged by the initial reporter. The event was attributed to use error, which led to the outcome of valve malposition and subsequent ai. Relevant co-morbidities were not available at the time of reporting. Supporting documentation, including images or videos, were provided to assist with the investigation. Upon follow up, the fcs advised that the first valve was deployed low which caused pvl. The patient became hemodynamically unstable and thought it was ai. No echo was done only the fluoroscopy shot. The team then proceeded to deploy the second valve and patient was still unstable. They proceed with open heart and that's when we were told the wire had perforated the lv. No ai was present.

Manufacturer narrative:
A supplemental MDR is being submitted due to related complaint report number, sections g6, h2, and h10.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a 70-year-old female underwent a left transfemoral access for aortic valve implantation. This was a transcatheter heart valve (thv) in thv procedure, involving the placement of a second valve within a previously implanted thv. During the initial deployment of a sapien 3 ultra resilia (s3ur) 23 mm valve, the team proceeded with valve alignment and deployment steps. However, the pusher was not pulled back, resulting in low positioning of the valve. A cine angiogram revealed wide open aortic insufficiency (ai). In response, the team implanted a second 23mm s3ur valve in the originally planned position and also performed an aortic valve replacement (avr). The valve was successfully implanted, and the patient was reported to be in stable condition at the end of the procedure. No product deficiencies were alleged by the initial reporter. The event was attributed to use error, which led to the outcome of valve malposition and subsequent ai. Relevant co-morbidities were not available at the time of reporting. Supporting documentation, including images or videos, were provided to assist with the investigation.